Manufacturer narrative:
Transport ventilator is seven + years old - in past service had seen breech of esd gasketing due to field abuse, use of unapproved generic battery pack, customer also refused 6-year pm circuit board replacement x 2. Found intermittent failure of (B)(6) programmable logic device (pld) - replaced this ic, recalibrated unit and returned to customer. Bad ic 7 1/2 years old.

Event description:
(Anecdotal info). Transport ventilator stopped venting on a pt - alarms working. No injury to pt (backup ventilation used).